Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. The patient reports the pod was leaking during wear. Symptoms reported include diabetic ketoacidosis (dka), nausea, dizziness, dehydration and neuropathy. In addition the patient reports having high ketones. The patients reported also having a fever with a temperature of 99.1. As treatment, the patient administered manual insulin and applied a new pod. Once at the hospital the patient was monitored and given intravenous fluids. The patient was released from the hospital after 3 hours and 47 minutes.